Event description:
The patient was receiving veno-venous (vv) extracorporeal membrane oxygenation (ECMO). On day three: the oxygenator failed leading to air in the ECMO circuit. This required a disconnection of the patient from the ECMO and changing the entire circuit emergently. This was performed very well by well-trained ECMO specialists! The rn reported that the pt was dropping his o2 saturation and blood pressure. It was immediately discovered that there was air in the oxygenator of the ECMO circuit. The pt was taken off ECMO and the respiratory therapist and medical staff were called. An attempt was made by four ECMO specialists to de-air the ECMO circuit. However, air continued to be entrained and the entire circuit was now filled with air. The pt had to be emergently put on a standby ECMO circuit.